Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured at 6 atm's during post-dilatation of a stent. The pt was asymptomatic during this event. It is noted that the lesion was also predilated with this device. The lesion being treated was in a very tortuous distal circumflex coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as "good".